Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information reported the catheter sleeve was replaced on (B)(6) 2014.

Manufacturer narrative:
The previously reported conclusion code is no longer applicable to this event. Another conclusion code remains applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump indication for use was intractable spasticity and movement disorders. The date of the event was (B)(6) 2014. It was reported the patient experienced a staph infection in the pump pocket in (B)(6) 2014. Surgery was performed and the pump pocket site was cleaned out and then put back in. Treatment was intravenous and oral antibiotics. The infection was resolved at that time.

Event description:
The patient had an area of skin erosion at the pump incision line and experienced drainage and incisional wound opening. The location of the issue was the device pocket. The healthcare professional suspected a cerebrospinal fluid leak from the catheter; however, in the operating room no leak was seen at the sutureless connector or catheter. No diagnostic testing was performed. A new clear plastic sleeve was placed on the sutureless connector pigtail. The patient was hospitalized. The patient's status at the time of the report was indicated as alive, no injury. The pump was used to deliver baclofen. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is obtained, a follow-up report will be sent.